Event description:
It was reported that the insulin pump alarmed button error. The blood glucose level was not included in the report. No significant events leading to the alarm were observed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had button error alarm due to moisture damage on the keypad traces. The device was received with cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.